Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding/bruising or skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 399 mg/dl while wearing the pod between 36 and 48 hours at the infusion site (arm). The pod leaking insulin during wear, and skin irritation and bleeding at the infusion site were also reported. As treatment, the pod was removed, a new pod was applied, and a bolus was administered.